Event description:
Caller reported a malfunction on the pump, but no notable events preceded it. It was unknown whether the issue affected the customer¿s blood glucose levels. Technical support provided guidance for resetting the pump, which successfully resolved the malfunction without recurrence. Customer was advised to continue using the pump and to contact support if the issue reoccurs.